Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Evaluation: one product was returned for evaluation. Visual inspection and functional testing was conducted on the returned device. Visual analysis of the returned sample revealed that the strap12 device was returned with no apparent damage in the external components. The device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Also, another visual analysis of returned samples revealed that nine strap12 devices were returned inside their unopened packaging with no apparent damage on the external components. The devices were disassembled to conduct a deep inspection and no damages were found on internal instrument components. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.

Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2022 and the absorbable strap was used. It was reported that the tacks would not penetrate the mesh. Another like device from a different lot was used to complete the procedure. There were no adverse patient consequences. Additional information was requested.